Manufacturer narrative:
Date of event: the event date has been approximated to (B)(6) 2014, the date of mesh exposure repair procedure to treat the event of mesh erosion. However, it is unknown when the mesh erosion/exposure first occurred. Lot #, manufacture date: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(6). (B)(4). The complainant indicated that the device is implanted and the device is not expected to be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a polyform device was implanted during a posterior vaginal wall formation procedure performed on (B)(6) 2010. According to the complainant, after the procedure, the patient had mesh erosion. Subsequently, on (B)(6) 2014, the patient underwent anterior wall mesh exposure repair under local anesthesia. Reportedly, after the repair, there was no problem with the progressed of the patient was noted.